Event description:
During routine replacement procedure, it was not possible to remove the lead from the header of the device. The device header was broken to release the lead to resolve the event. The patient was in stable condition.